Event description:
It was reported that the device lcd just displays the #1. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty pump, liquid crystal display (lcd) missing pixels, duel thermistor wire was cut, bent micro switch, and corroded drain fitting. Functional testing found the lcd is faulty and only shows the number one (1). The root cause of the reported issue was found to be faulty lcd. Replaced the pump, pcb, drain fitting, tank cover, and dual thermistor. Device passed all functional testing.

Event description:
Additional information was received which included the event date and there was no patient involvement.